Manufacturer narrative:
The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Event description:
Joint fluid retention in left knee. [Joint effusion]. Case description: a spontaneous report received on (B)(6)-2011 from a physician regarding a (B)(6) female patient, initials (B)(6), with a history of gonarthrosis. The patient received the first injection of synvisc into the right knee on (B)(6)-2011. The synvisc lot number was not provided. On (B)(6)-2011, the patient had her third synvisc injection into the right knee. Her clinical course had been fine in the right knee. On (B)(6)-2011, the patient received the first injection into the left knee. On (B)(6)-2011, the patient developed joint fluid retention in the left knee. The patient did not receive the last two injections of synvisc in the left knee and the product was permanently stopped by the physician on (B)(6)-2011. On (B)(6)-2011, the left knee was aspirated of 43ml of white, turbid but not infected fluid and injected with a steroid (not otherwise specified). The physician assessed the relation of the event with synvisc as "definite". As of the date of receipt of this report, the patient outcome was "not yet recovered". Additional information was received on (B)(6)-2011 in the form of a qa investigation summary. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: the benefit-risk relationship of the product is not affected by the report.